Event description:
It was reported when using the pyxis medstation es system, the station intermittently powers down. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device intermittently has power failure. A field service engineer, replaced power supply and performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.